Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log file and during evaluation of the returned heartmate modular cable. The submitted and downloaded log files captured driveline communication fault alarms on (B)(6) 2025 due to intermittent communication a faults. The alarm was active until the driveline was disconnected several hours later. This is consistent with the reported system controller exchange. The driveline communication fault alarms did not impact the controller¿s ability to support the pump. Additional log files extracted from the new controller, serial number (B)(6), did not capture any driveline communication fault alarms. The returned modular cable, lot number 10108546, was connected to the returned system controller and a mock circulatory loop for an extended period. The modular cable was manipulated but no atypical alarms or issues were produced. The integrity of the underlying wires of the modular cable was tested and did not pass. The outer layers were stripped, and the green (communication a) wire was revealed to be damaged approximately 4¿ from the inline connector. The modular cable was reconnected to a test controller and a mock circulatory loop. The modular cable was manipulated around the area of damage and a driveline communication fault alarm reproduced. The provided information indicated the driveline communication fault alarms resolved after the controller and modular cable exchange. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10108546, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline communication fault occurred, and the patient was asymptomatic. The patient had a new tear on the silicone covering close to the exit site. Log files were sent for review. The event log confirmed the reported driveline communication faults. The pump itself appeared to be operating normally. The modular cable and system controller were exchanged which resolved the alarms. Additional log files post exchange revealed that the faults appeared to have resolved.